Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to complete functional test due to prime anomaly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose of 40 mg/dl. The customer's most recent blood glucose was 114 mg/dl at the time of call. High pressure test and the insulin pump alarmed. Displacement test was performed and insulin pump passed. The insulin pump was returned for analysis.